Manufacturer narrative:
Corrective data: updated to (B)(6) 2017.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the drain complication message during the previous night's treatment. The cassette door also had fluid leaking once opened. The cycler will be replaced. The cassette sample has been discarded. There was no adverse event associated with this event and the patient has been successfully completing treatments.

Manufacturer narrative:
Corrective data: follow up 1: 2/21/2018.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the drain complication message during the previous night's treatment. The cassette door also had fluid leaking once opened. The cycler will be replaced. The cassette sample has been discarded. There was no adverse event associated with this event and the patient has been successfully completing treatments.

Manufacturer narrative:
Corrective data: product number updated to 050-87215 based on shipping record search.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the drain complication message during the previous night's treatment. The cassette door also had fluid leaking once opened. The cycler will be replaced. The cassette sample has been discarded. There was no adverse event associated with this event and the patient has been successfully completing treatments.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that the cycler displayed the drain complication message during the previous night's treatment. The cassette door also had fluid leaking once opened. The cycler will be replaced. The cassette sample has been discarded. There was no adverse event associated with this event and the patient has been successfully completing treatments.